Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm. It was also found that the continuous glucose meter isn¿t staying fully charged for the full 7-day wear. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-7811na, mmt-332a, mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-7811na. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and dog chew marks on the keypad and case. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Perform the history review 2 days prior to the event date (B)(6) 2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). Delivery anomaly-no delivery/occlusion alarm (insulin flow block alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.